Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level was 72 mg/dl. Customer drank juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.